Manufacturer narrative:
On 8/30/2023 - we have requested the device be returned to the manufacturer for an investigation. To date, we have not received the device.

Event description:
On (B)(6) 2023 - the consumer claim to have cut her lip and had bruising while in use of the product. Medical attention was not received.